Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was having a button error/keypad anomaly. Customer blood glucose at the time of the call 100mg/dl. Customer stated that any of the buttons are not working when press down. Customer was advise to discontinue use of the pump and revert to a back-up plan per health care professional. The insulin pump will be return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked keypad connector.